Manufacturer narrative:
Note: st jude medical integrates the smith advisor monitor into its nursemate with physio sys via k070706. Sjm does not modify the advisor in any way: nursemate records the tabular data output by the advisor. Clinicians utilize the advisor's display, alarms and controls directly. (B)(4), 2009, sjm completed training at (B)(4) on the proper use of the smiths advisor. There have been no further problems reported. Two mdrs filed (B)(4) 2008 (2248049-2008-00005 and 2248049-2008-00006) list three devices with same problem. This report is being filed to specify the device serial number associated with the reported event.

Event description:
When used as part of the nursemate with physio system, during cardiac electrophysiology cases, the smiths medical advisor vital signs monitor reportedly displayed inaccurate blood oxygen saturation levels (spo2) and non-invasive blood pressure (nibp) readings while pts were experiencing cardiac arrhythmias. The hosp did not provide pt data.